Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.395" x 0.086" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the customer indicated that a "relax on blade" message appeared while a harmonic ace instrument was being used. The customer identified that the tip of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. A visual inspection confirmed all the fragments were retrieved. The procedure was completed robotically with a back-up harmonic ace instrument. No post-operative tests, such as an x-ray or ultrasound, were performed to check for any possible remaining fragments. The patient has not returned to the hospital due to any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.